Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal.. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced libido increased ("my libido was so high that soon after surgery"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and libido increased outcome was unknown. The reporter considered libido increased and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, loss of libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: (social media): event my libido was so high that soon after surgery added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('still in lot of pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleed"), libido increased ("my libido was so high that soon after surgery"), abdominal pain lower ("cramps"), acne (" fingers would break out"), urticaria ("hives"), fibromyalgia ("fibromyalgia"), psoriasis ("plaque psoriasis") and inflammation ("chornic inflammation"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, libido increased, acne, urticaria, fibromyalgia, psoriasis and inflammation outcome was unknown. The reporter considered abdominal pain lower, acne, fibromyalgia, genital haemorrhage, inflammation, libido increased, pelvic pain, psoriasis and urticaria to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, loss of libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Event "inflammation" added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('still in lot of pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleed"), libido increased ("my libido was so high that soon after surgery"), abdominal pain lower ("cramps"), acne (" fingers would break out"), urticaria ("hives"), fibromyalgia ("fibromyalgia") and psoriasis ("plaque psoriasis"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, libido increased, acne, urticaria, fibromyalgia and psoriasis outcome was unknown. The reporter considered abdominal pain lower, acne, fibromyalgia, genital haemorrhage, libido increased, pelvic pain, psoriasis and urticaria to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, loss of libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case received. Reporter info added. Events added:acne, urticaria, fibromyalgia, pelvic pain and psoriasis based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.